Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, two stellarex catheters were used to treat the target lesion of the right mid popliteal artery. Approximately 24 months post index procedure, the patient expired due to multi organ failure on (B)(6) 2019. The physician indicated that the death is not related to the study device or procedure.